Event description:
It is reported that a customer experienced high blood glucose of 423 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer states that she has had some issues with the quick serter and her infusion sets sticking to the side of the serter. The customer was assisted with trouble shooting and found that the serter and sensor need to be replaced. A new sensor was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.